Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error and low blood glucose event. The customer¿s blood glucose was 36 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is not advancing. Customer had a low blood glucose of 53 mg/dl and 36 mg/dl and treated glucagon shot. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.